Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received a rapid-fall glucose alert, recorded a lowest cgm value of 55 mg/dl on a dexcom g7 after prior correction dosing for a prolonged high, treated with approximately 45 grams of carbohydrate and subsequently received oral juice and glucagon from a nurse, after which glucose returned to range. Symptoms included hypoglycemia. Outcomes included the need for medication intervention and were characterized as a serious illness/impairment. Investigation included communication with the patient and nurse and analysis of information provided by the user and third party. Investigation of this case revealed no findings, with insufficient information about any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.